Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 5 months post-implant of a 29 mm sapien 3 valve in the aortic position, the valve failed due to stenosis. A valve in valve was successfully performed using a 26 mm sapien 3 ultra resilia. A post gradient of 6mm was recorded without any patient complications.

Manufacturer narrative:
The model and serial number are unknown. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected clinical codes and investigation conclusions and investigation findings. Added new information to component code, device code, and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the medical report. As no valve serial number was provided, DHR and lot history reviews were unable to be performed to determine whether a manufacturing non-conformance may have contributed to the complaint event. However, a review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 3 years and 5 months post-implant of a 29 mm sapien 3 valve in the aortic position, the valve failed due to stenosis.'' Additionally, per the medical records, "2/3 coronary cusps appear to be fused with limited excursion'' and ''mild halt'' was reported. Per the instruction for use (IFU), valve stenosis and leaflet thickening are potential risks associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient medical history reported many pre-existing comorbidities (hyperlipidemia, diabetes mellitus, end stage renal disease (esrd) with hemodialysis, tobacco abuse). These factors have been found to be associated with aortic valve stenosis and have been found to resemble the inflammatory process of atherosclerosis in many studies. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to stenosis and thickened leaflets. The patient had thickened leaflets, which can affect the proper functionality/ coaptation of leaflets, resulting in restricted leaflet motion. Leaflet motion restricted in patient, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As such, available information suggests that patient factors (pre-existing comorbidities and thickened leaflets) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.